Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation and peeling appears to be related to operational circumstances of the procedure. In this case, based on the reported information, after treating the lesion, the guide wire was noted separated. It is likely that manipulating and/or inadvertent mishandling during the procedure, the distal core became kinked or damaged resulting in the distal core and polymer separation. The reported twisting of the guide wire likely resulted in the reported peeling of the polymer. Additionally, the reported treatments appear to be related to the operational context of the procedure as surgery was performed to retrieve the separated portion of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery. A balance middleweight (bmw) universal ii guide wire was used with an unspecified guiding catheter. After treating the lesion, the guide wire core was noted to be separated. Medical intervention was attempted by using the twisting wire technique to remove the separated portion, which caused peeling damage to the guide wire coating, so surgery was performed to retrieve both the separated portion of the guide wire and the separated coating. No portion of the device remains in the patient anatomy. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report it was found this is a duplicate of (B)(6). The guiding catheter was attempted to be re-engaged and then a balloon inflated to trap the piece of wire, but this was unsuccessful after many attempts as the separated piece might have been stuck to the vessel wall. Three non-abbott guide wires were sequentially introduced and then rotated and the fragment of wire became entangled with the wires; however, the wire fragment appeared to move from the ostial rca to the aorta sinus. A snare loop was attempted many times without success. A steerable coronary sinus catheter was also manipulated but this was also unsuccessful. Intravascular ultrasound (ivus) was attempted; however, due to a previously implanted stent the ivus had difficulty advancing. Finally, the ivus catheter was successfully advanced to the distal rca after several high-pressure balloon dilatation procedures. Ivus also showed that the mid-segment of the wire was trapped by the previously deployed stent. It was shown that the broken guidewire had already perforated the adventitia of the proximal rca and the mid segment of the wire was stuck because or the stent. Subsequent coronary computed tomography (CT) showed that the broken piece of wire had penetrated the pericardium. Finally, it was decided to perform a small coronary arteriotomy to remove the wire. This procedure was successful and the patient had an uneventful recovery without signs or complications, as of the 3-month follow-up. Under a scanning electron microscope, there appeared obvious damage to the coating of the distal segment of the broken guidewire. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation and peeling appears to be related to operational circumstances of the procedure. In this case, based on the reported information, after treating the lesion, the guide wire was noted separated. It is likely that manipulating and/or inadvertent mishandling during the procedure, the distal core became kinked or damaged resulting in the distal code and polymer separation. The reported twisting of the guide wire likely resulted in the reported peeling of the polymer. Additionally, the reported treatments appear to be related to the operational context of the procedure as surgery was performed to retrieve the separated portion of the guide wire. The reported patient effect of perforation is listed in the balance guide wire instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1: correction (brand name). D2a: correction (common device name). D3: correction (manufacturer name, address, city and postal code). D4: model # correction from na to 1009664. D4: primary UDI number correction: from (B)(4). H6: patient code 4582 was removed, 2135 was added and device codes 2920 and 1212 were added. H11: additional mfg narrative additional manufacturer narrative: revised.

Manufacturer narrative:
A2: age at time of event patient info updated. A3a: sex updated. B6: relevant test/laboratory data updated. B7: other relevant history updated.